Event description:
The spinal surgical procedure was extended by more than two hours because a 5.5mm monarch screw had been incorrectly placed in a 6.5mm monarch implant loaner set.

Manufacturer narrative:
The product was not returned for evaluation. The origin of the incorrect screw being placed in the set cannot be determined at this time. The set that contained the incorrect screw is loaned to the customer and components are used and replaced on a frequent basis. Field sales representative have been reminded of their responsibility to ensure that correct items are placed in sets during replenishment. Additionally, procedures have been modified to prevent the possibility of a packaging error and labeling has been enhanced to more clearly differentiate the sizes of the components. At this time, the complaint is considered to be closed.